Manufacturer narrative:
(B)(4). Date sent: 2/26/2026. Corrected data: b1, h1. Upon review of the file, it was determined that the error was on the reload. Due to this, moving forward all information will be sent under 3005075853-2026-01043. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2026. All previous information was reported under 3005075853-2026-01043. Moving forward all new and additional information will be reported under this mw 3005075853-2026-01597.

Event description:
It was reported that during an esophageal procedure, it was observed that the device did not fire completely when used for an esophageal pouch but functioned normally when tested afterwards. There was no patient consequence nor surgical delay reported. No additional information provided.